Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; presence of peri-implant fluid.

Event description:
Patient's relative reported pain and capsular contracture right side, diagnosed by ultrasound, magnetic resonance and mammography. Healthcare professional reported "right implant with presence of peri-implant fluid. The findings described from the right implant allow for capsular contracture differential", " severe breast hardening on the right breast." Capsular contracture is baker grade iii. The device remains implanted.